Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported mechanical jam with the foot was not confirmed as the returned device foot deployment functioned as expected. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute mechanical jam with the foot during foot deployment may include, but are not limited to, aggressive user technique, incorrect foot location foot location. The instruction for use deviation did not contributed to the reported event. The reported subsequent treatment appears to be related to procedure circumstance. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an atrial fibrillation ablation interventional procedure using an 11f sheath. It should be noted that the prostyle instructions for use (IFU), indications section 4.0 states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis would not contribute to the reported difficulty deploying the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an atrial fibrillation ablation interventional procedure using an 11f sheath. Reportedly, during step one, the lever was difficult to lift. The physician did not want to force it open in the patient therefore, the device was removed. Once the device was removed, the tech forced it open on the back table was able to open it. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.